Event description:
It was reported that during a ptca procedure, the physician advanced the balloon catheter without difficuly, through a lesion in the distal segment of the rca. The balloon was inflated to 9 atms, upon removal it was noticed that the shaft had broken. The distal segment was removed with a wire. Pt status is listed as "okay".